Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer also reported using the cartridge for four days. Tandem customer technical support informed customer that is off-label per the user guide. During system check with tandem technical support, a blockage was identified in the cartridge. Customer changed the cartridge to address the occlusion alarm and successfully resumed insulin. Customer's blood glucose level was 215 mg/dl.